Event description:
It was reported that a fragment which seemed to be an electrode tip of probe plus 2 was found in the right pelvis when the patient got MRI and CT before a lap total hysterectomy. The patient underwent a lap myomectomy in 2003 at the same hospital. After operation, x-ray did not perform. It was found that the growth of the uterine myoma, so the patient decided to undergo lap hysterectomy. When a lap total hysterectomy was performed on (B)(6) 2014, the fragment was removed easily though there was light adhesion. As eps01 and eps04 had been delivered around that time (in 2003), the fragment was considered an electrode tip of eps01 or eps04. The patient had no symptoms after the surgery in 2003. (B)(6) 2014, the patient discharged from the hospital. The photos of the fragment and CT image were attached. The patient¿s age is (B)(6). The doctor commented as below. ¿there was the possibility that the device was re-used in 2003. I checked the operation video but could not find out when the electrode tip was broken and fallen off.¿ no device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: what was the indication for the hysterectomy?---for uterine myoma. Was the fragment removed during the hysterectomy, or was the fragment removed during a different procedure?---during the hysterectomy. Did the patient have any symptoms that resulted in the need for a surgery just to remove the fragment?---no. Can we get a copy of the dvd that the surgeon references as being reviewed?---no there was no sample received for analysis. Only multiple pictures were submitted for review. A review of the image shows what appears to be a metallic rod encrusted with body fluids. It was identified by the customer that the specimen could have been the electrode tip from a probe plus shaft instrument. A visual comparison of the item in the images and that of possible probe shaft electrodes was made and a potential match was made with that of the electrodes from eps04 or eps08 instruments. . Without the actual return of the sample there is no way to fully confirm the identity and origin of the component. No conclusion can be reach on what could have caused the reported event. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.